Event description:
Report received of a possible overdelivery. The pump was programmed in the pca + continuous mode to deliver an unk concentration of dilaudid with a 0.2mg continuous rate, and a 2mg pca dose. No further programming parameters were provided. The customer contact stated that after the device was programmed, the pca dose and rate kept "coming up 0.4mg/hr." There was no reported adverse pt effects and no medical interventions were required. The device was removed from clinical service and therapy was resumed using a replacement device. Though requested, no add'l info was provided.